Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp experienced abdominal pain while using the homechoice cycler for apd therapy. Hcp relates that the hp was performing apd therapy using the homechoice cycler for several months with no difficulties but in 02, they began to experience pain, mainly during fill and drain. The hp went to the e.r. And x-rays taken indicated that the hp's catheter was positioned appropriately. The hp was released from the e.r. On the same day but continued to experience abdominal pain during therapy. The hp's homechoice cycler was replaced and the hp continued to experience pain at which time additional x-rays taken revealed the hp's catheter had shifted above their right hip. The hp was admitted to the hosp and their catheter was repositioned laparoscopically after which they were released from the hosp and had no further pain during apd therapy. Rn relates that the hp has again been hospitalized for pain 9 days later due to another shift in their catheter position.